Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Five (5) months post procedure the patient came in for an ablation procedure. Pre-procedure imaging showed that there was a device related thrombus present on the closure device. The physician restarted the patient on plavix and aspirin in response to this event. There were no other complications that were reported to have occurred.